Event description:
Pump was reported to overinfuse. A 100ml bag of 5% dextrose with 125 units cardizem was reported to infuse in a much shorter time than intended. However, the programming of the pump and the time is unknown. No pt injury was reported.